Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set leakage at tube end event on (B)(6) 2024. Infusion set has been used for about 24 hours. The blood glucose level in first event was 340mg/dl. No further information available,